Event description:
It was reported to philips that the system was not turning on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse checked the power supply and found that the issue was with the power distributor unit (pdu) of the system. Fse replaced the pdu fantray and dcps which resolved the issue. The defective pdu fantray and dcps was returned for analysis and part analysis indicated that the root cause of the failure was defective 24-volt power supply component of the pdu fantray and dcps. After replacement of pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.